Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
Follow up information received confirmed that the patient's revision and new programming had covered their other side for adequate pain relief.

Event description:
It was reported that the patient was receiving less than 50% therapy relief with stimulation present on only the patient¿s left side when the patient needed bilateral stimulation. It was reported that stimulation was in the wrong location. Impedance testing and reprogramming were done and x-rays were taken; all were reported as returning normal results. The lead was revised and repositioned at the patient¿s request to a location more towards the patient¿s midline. It was noted that after repositioning, the patient received greater than 50% therapy relief. Impedance testing and reprogramming were done on the implantable neurostimulator and results were returned as normal.